Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip. First, a clip was applied successfully in test. Second, clip would not stay in the clip applier instrument. Third, clip was stuck in the clip applier instrument and would not come out.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not holding the clips. The procedure was completed with no reported injury.